Manufacturer narrative:
No specifics are available regarding the patients or the circumstances. No further information was received. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
Bone joint j. 2013 may;95-b(5):636-42. - gøthesen o et al - survival rates and causes of revision in cemented primary total knee replacement: a report from the (B)(4) arthroplasty register 1994-2009 - (B)(4) njr data suggests that the relative revision risk due to aseptic tibial fixation failure for the fixed modular bearing duracon total knee device is 4.5 compared to that of the reference device. The paper states, "the inferior results reported here for the duracon tkr differ from those reported from the (B)(4) arthroplasty register. A possible explanation could be that in 2005 the duracon tkr was introduced in one geographic region of norway as a result of a tender process, and therefore the local surgeons were obliged to go through a learning process."